Event description:
Patient report that the device delivered 6, or more, unprogrammed boluses, causing patient to experience a hypoglycemic event, while sleeping. Pt indicated that, although patient did not test blood glucose, patient believes it dropped to ~ 20 mg/dl. Pt's spouse treated pt with orange juice, sweetened with additional surger, as well as a banana (after which, blood glucose measured 50 mg/dl).